Manufacturer narrative:
The sensor off patient alarm does not alarm at the central monitor unless enabled by the user. In this case, the user did not enable the alarm feature. Placeholder.

Event description:
Spacelabs received a report of failure to alarm for spo2 low limit on the central monitor.

Manufacturer narrative:
The customer reported a patient's spo2 dropped to 86% for several seconds and no alarm occurred on the central station monitor alarm watch. No one was injured as a result of this event. The nurse noted that, when she went into the patient¿s room after spo2 dropped to 86% on the central monitor, the monitor showed a yellow alarm for sensor off patient. Spacelabs sent a field service engineer (fse) to evaluate the device onsite and obtain additional information from the clinical staff. The fse was unable to test the involved product as it was still being used on the patient. Error logs for the monitor were printed and reviewed. There were no non-recoverable or fatal errors listed in the error logs. We reviewed the alarm limit settings that were provided by customer. It shows that the spo2 low limit was 90% and sat seconds was 50 seconds. This means that a spo2 low limit alarm will be triggered when spo2 value drops below 90% for more than 50 seconds. In this case, the spo2 low limit alarm was not triggered because the patient¿s spo2 was 86% only for several seconds, then the spo2 sensor fell off patient before 50 seconds had passed. The sensor off patient alarm does not alarm at the central monitor. On the basis of our evaluation, we have concluded that the monitoring system did not malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report of failure to alarm for spo2 low limit on the central monitor.

Manufacturer narrative:
The customer reported a patient's spo2 dropped to 86 for several seconds and no alarm occurred on the central station monitor alarm watch. No one was injured as a result on this event. A spacelabs field service engineer (fse) went to customer site to evaluate the patient monitor involved. The fse was unable to test subject devices because the monitors were still on the patient. The data of monitor alarm settings, error logs and strips were obtained. Spacelabs is evaluating this event and will file a supplemental report when our evaluation is concluded.

Manufacturer narrative:
The customer reported a patient's spo2 dropped to 86% for several seconds and no alarm occurred on the central station monitor alarm watch. No one was injured as a result of this event. The nurse noted that, when she went into the patient¿s room after spo2 dropped to 86% on the central monitor, the monitor showed a yellow alarm for sensor off patient. Spacelabs sent a field service engineer (fse) to evaluate the device onsite and obtain additional information from the clinical staff. The fse was unable to test the involved product as it was still being used on the patient. Error logs for the monitor were printed and reviewed. There were no non-recoverable or fatal errors listed in the error logs. We reviewed the alarm limit settings that were provided by customer. It shows that the spo2 low limit was 90% and satseconds was 50. This means that if the patient¿s spo2 drops to 86 %, which is 4 % below the low alarm limit of 90%, it would not alarm within 12.5 seconds (4 % drop below the low alarm limit x 12.5 second duration = 50 satseconds). In this case, the spo2 low limit alarm was not triggered because the patient¿s spo2 was 86% only for several seconds, then the spo2 sensor fell off patient before 12.5 seconds had passed. The sensor off patient alarm does not alarm at the central monitor. On the basis of our evaluation, we have concluded that the monitoring system did not malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report of failure to alarm for spo2 low limit on the central monitor.